Event description:
It was reported that externalized conductors were noted via prophylactic imaging. Varied capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.